Manufacturer narrative:
Device available for evaluation: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Occupation: initial reporter is synthes sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on january 1, 2019, during in-service for nurses, it was noted that the connecting screw for trochanteric fixation nail advanced (tfna) blade could not be inserted through tfna screw inserter. It was also not possible to fix the tfna screw on the inserter. It is unknown how the issue was discovered. There were no patient and surgical involvement reported. Concomitant device reported: unknown tfna screw (part# unknown, lot# unknown, quantity 1). This report is for one (1) helical blade/screw coupling screw. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Visual inspection: the received instrument is all in all in good condition and shows no obvious wear marks. Only the thread at the shaft is damaged and therefore the instrument could not be used properly. Functional test: a functional test was performed and has shown that it is not possible to move the two parts adequately as the thread is damaged. Dimensional inspection: because of the damages the complaint relevant dimensions cannot be checked to print specifications anymore. Drawing/specification review: the investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device, therefore no drawing/specification review is needed. Summary: the received instrument is all in all in good condition and shows no obvious wear marks. Only the thread at the shaft is damaged and therefore the instrument could not be used properly. The received condition of the instrument is concordant with the complaint description and the complaint condition is confirmed. This lot was manufactured in may 2018 according to the specification. We are not aware of any other complaint for this article- and lot combination. Based on that and the condition of the instrument a product related issue can be excluded. Unfortunately we are not able to determine the exact cause which has let to the occurrence we can only assume the an inadequate reprocessing has led to the damaged thread moving instrument parts, e.g. Joints, sliding parts, dismantable threaded connections etc. Must be regularly lubricated. Constant metallic abrasion increases the damage to the passive layer and thus greatly increases the risk of corrosion. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device history lot part: 03.037.026 lot: l850715 manufacturing site: bettlach release to warehouse date: 02.may.2018 the device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.